Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 to treat a bladder injury and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures, including a repair surgery on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06764. The same patient is represented in each medwatch.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06764. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2011 in order to treat stress urinary incontinence concurrently with a cystoscopy, and anterior colporrhaphy with tension free vaginal tape obturator. It was reported that the patient underwent bladder surgery in 2011. No additional information was provided.